Manufacturer narrative:
(B)(4). Batch # n54j9c. The analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify how the device "misfired"? Did the device deliver any staples? ¿ if yes, were the staples formed properly? Yes ,the device delivered staples but there were some missing and falling staples. ¿ if yes, was the staple line complete? Not complete. Did the device cut? Yes . ¿ if yes, was the cut line complete? Yes . ¿ if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No . Was there any difficulty opening the device? No . Is the current patient status known? Yes, good health . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that the device was misfiring.